Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Reference MDR# 2031527-2018-00698 for an event that occurred with the same patient for a type I a endoleak and extension implant.

Event description:
The patient was initially implanted with an afx device in 2014. During the investigation of (B)(4) it was discovered that approximately 2 years post implant, the patient underwent a procedure to place a vela suprarenal cuff for a possible migration and type 1a endoleak. As of the date of this report there have been no additional patient sequelae reported. The patient status is unknown and no additional information was provided. No additional information is available for this case in 2016.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was evidence to reasonably support the following observations: the reported type ia endoleak was not confirmed, however, there was significant sac growth (between 2014 and 2016, and not included in the event as reported) noted with low position of the infrarenal cuff (about 7mm below right renal artery); the additional finding of aneurysm sac growth was discovered during the review of the 26 month post implant CT scan. Event relatedness could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well post an intervention. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received per clinical assessment confirming that aneurysm enlargement occurred between the initial implant and re-intervention in 2016.